Event description:
A consumer reported it was uncomfortable for them to lay on their back as they had fluid at their back side. It was further reported the consumer was voiding less than before but was voiding more frequently. On (B)(6) the consumer saw their healthcare provider (hcp) where their bandages were changed, but it was unknown if their other issues were resolved. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.